Event description:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis observed a hemostatic valve separation issue. Initially it was reported that it was impossible to introduce the introducer. No patient consequence. Problem resolved by replacing the device. The issue was assessed as non MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-nov-2022 the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6) 2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-oct-2022. The device evaluation was completed on 18-nov-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dislodgment of the hemostatic valve could be related to the resistance reported by the customer. Additional, the hemostatic valve was removed from the hub and it was found with a damage/broken condition. Then, the dilator was introduced into the vizigo sheath before the removal of the valve, resistance/friction was felt during the advancement of the dilator. Additionally, the dilator was advanced through the vizigo sheath after the valve removal and it was advanced without problem, no resistance/friction was felt. The damage/broken condition suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilators outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).